Event description:
During a device replacement procedure, failure to capture was observed when the leads were connected to the device. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. The device was above elective replacement indicator (eri) level and still in shipped settings upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation of capture performance found normal capture results. Additionally, visual inspection of the header and connector detected no contamination or foreign material that could contribute to the reported capture anomaly. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.